Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The unit exhibited two f6 (communication with the controller processor failed) faults on the last day of use. The unit was repaired and applicable software and hardware upgrades were performed. It passed final testing and was recertified for use. End of report.

Event description:
During a mastectomy procedure, the generator cut off and gave an alarm. The doctor was prompted to turn the machine off, unhook the handpiece and restart the machine; the case resumed. There was no patient impact.